Event description:
Additional information received from the healthcare professional (hcp) indicated that the alarm or signal that the pump needed to be replaced was missed. The patient was in a nursing home facility and when he returned for a refill, he stated that the pump had been beeping for up to two weeks at that point, but had not bothered to tell them. The patient was reportedly alert and oriented, had not told the nursing staff, no one notified the hcp's office, so it went for a prolonged period of time. The patient elected not to replace the pump and the managing hcp agreed as the patient's medical status was not stable for surgery. There was no plan to replace the pump.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml) at 395 mcg/day (lot number and dates of therapy not provided) via an implantable pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. Medical history was not reported. Concomitant medications included unspecified oral (reported as "po") supplemental medications. On (B)(6) 2015, while in for a refill that day, the physician programmer (reported as "the 8840") showed that end of service (eos) occurred on (B)(6) 2015. Additionally, a critical pump alarm was noted, but the reason for it was unknown . The hcp at the refill noticed an "error message," and then saw the attention dialogue box for a terminal event - stopped pump may exceed tube set; the refill hcp had interrogated the pump prior to troubleshooting. No patient symptoms were reported; no withdrawal symptoms were reported, and there was no change in the patient's spasticity. The oral supplemental medications were offered as an explanation why the patient did not experience withdrawal. The refill hcp was redirected to follow -up with the patient's hcp. Additional information regarding the lioresal, medical history, concomitant medications, troubleshooting, actions/ interventions, and cause of the stopped pump may exceed tube set message was requested. If additional information is received, a follow-up report will be sent.